Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus. A field service engineer replaced the half height cubie drawer 4 and rails to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not on the bus the customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.